Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the pt had trouble with their stimulator for about a month and they talked to their manufacturer representative (rep) who gave them patient services phone number. Pt had 3 programs and programs 1 or 2 which was ideal for them worked fine but then gradually the intensity "wanks and wanks" to the point they had nothing for it decreased intensity until there was nothing left. When asked to clarify they said the intensity level itself did not decrease for they kept it jacked up pretty high to 8 whatever, but the output in their leg and back would go down and down until there was nothing left. Pt would go to program 3 and it was working for 2 or 3 days. The issue had happened several times now and they knew something was not right. Troubleshooting was unable to be performed as pt said they had a stimulator for 15 years and knew how to adjust therapy. The patient was redirected to their healthcare provider to further address the issue.